Manufacturer narrative:
(B)(4): unable to adequately investigate reported keypad issue due to other pump failure. No damage was found to the keypad. The keypad was removed and no damage was found to the button contacts. Unrelated to this complaint, testing revealed a crack on the back of the pump above the ir window. A case seal leak was found during leak testing. Pump was opened and moisture damage was found on the pcb and the internal battery (bt1) was found to be leaking. The black box verified that the pump was returning to default time and date following a power on reset. Moisture is visible in the display. (B)(4).

Event description:
On (B)(6) 2012, the reporter contacted animas for an unrelated issue and stated that when the patient rebooted the pump after clearing an alarm, the keypad buttons would not respond to button presses and that she was unable to navigate through menu. There was reportedly no damage to the keypad. It was noted that the pump was exposed to water. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.